Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports headset leaks when a large bolus is given. Caller stated the headset leaks from where the introducer needle is removed when inserting the headset into the body. Caller reported experiencing high ketones and elevated blood glucose levels up to hi; was admitted to the hospital with a blood glucose level of 32.7 mmol/l on caller's meter. Caller stated she was treated with an IV drip and released after 5 hours. Requested return of the alleged device for evaluation.